Manufacturer narrative:
During device inspection at rc (repair center) olympus (B)(4), it was found that (B)(4) cr board (circuit board) was faulty causing screen to blackout with alarm . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the image goes blackout. The issue found at preparation for use for a laparoscopic procedure. Patient was not under anesthesia. The intended procedure was completed with another similar device. There was no patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.